Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular channel. Due to this, six inappropriate shocks were delivered. Eventually, noise was observed on all channels, and high within range pacing impedance measurements were observed on the right ventricular channel as well as high pacing thresholds on the left ventricular channel. The therapy of the patient was turned off and a system replacement procedure will be scheduled for the near future. This system remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular channel. Due to this, six inappropriate shocks were delivered. Eventually, noise was observed on all channels, and high withing range pacing impedance measurements were observed on the right ventricular channel as well as high pacing thresholds on the left ventricular channel. The therapy of the patient was turned off and a system replacement procedure will be scheduled for the near future. This system remains implanted. No further adverse patient effects were reported.